Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.